Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-45, serial: (B)(4), description: dbs directional lead sterile kit 45cm. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant of one dbs lead due to an abscess. The patient experienced a speech problem as a result of the infection and treated with antibiotics. The patient was discharged from the hospital and his speech has improved.